Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(6) 2017.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2017. The cause of death was post-stroke complications. The caller stated the customer suffered a stroke on (B)(6) 2017, caused by severe hypoglycemia. The customer was unresponsive and the paramedics were called for treatment. It was reported the insulin pump delivered a week's worth of insulin to the customer's body, resulting in hypoglycemia. The caller stated that the customer was hospitalized for two months before passing away complications. The customer¿s blood glucose was unknown time of death. It was unknown if the customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. It was known if the pump will be returned for analysis

Manufacturer narrative:
Visual inspection: scratched case, pillowing keypad overlay. Received with duracell alkaline battery installed at 0.29 volts. Original battery leaked and corroded the battery tube. Test energizer alkaline battery at 1.58 volts. During testing, unexpected dim display, the motor arm cannot communicate with the main arm (during self test), low battery alert and replace battery alarms. Unable to determine root cause of unexpected dim display, pump error 4 (during self test), low battery alert and replace battery alarms due to pump preservation. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. Unable to perform the sleep current measurement and active current measurement due to dim display anomaly and replace battery alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).